Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation record received. Patient alleges elevated metal ion, significant wear from the metal-on-metal joint, and revising surgeon encountered milky fluid, abnormal tissue specimens and black trunnionosis, and suffered injuries, including but not limited to significant pain, tissue destruction, bone destruction, and metal wear. Doi: (B)(6) 2011 - dor: (B)(6) 2022, (right hip).

Event description:
Medical records received. On (B)(6) 2022, patient was revised due to right hip replacement of metal on metal. Operative report noted a black trunnionosis-type was found in trunnion.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: unspecified tissue injury (e2015) is used to capture soft tissue injury and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: the patient is concerned about the possibility of heavy metal poisoning. She had a hip replacement done and some of her follow-up tests looking at cobalt and chromium showed a very high level. She is not having her hip replacement taken out and read done. However, she still would like to have these levels checked to make sure they have come back down into the normal range.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b6, b7 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. After review of medical records patient was revised due to right hip failed hip replacement, metal on metal, had pain in the right hip, noted to nave elevated metal ion levels, as indicated in our clinic notes. There was evidence of fluid around her hip. A small amount of black trunnionosis type material on the trunnion.